Event description:
It was reported that a user experienced hyperglycemia and observed that dinner meal announcements resulted in partial insulin delivery, with the pump indicating only about 25% of the expected bolus while the user was already receiving correction doses; the user also reported a recent infusion occlusion that interrupted delivery, and cgm readings were consistent with a fingerstick at the time. Symptoms included high blood glucose. Outcomes included no hospitalization and return to normal glucose range per fingerstick. Investigation included review of pump behavior and education regarding insulin-on-board accounting, correction dosing during highs, and the impact of recent occlusion on delivery. Investigation of this case revealed that the pump limited meal insulin based on prior delivered insulin and active corrections to mitigate overdelivery, and that a preceding occlusion likely contributed to the initial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.